Manufacturer narrative:
The pump user guide states: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge bag broke. Reportedly, the customer overfilled the cartridge. There was no reported adverse impact to customer's blood glucose level. A new cartridge was successfully loaded to address the issue.